Event description:
It was reported that the patient's right atrial leadless pacemaker (ra lp) was explanted on (B)(6)2025 with a note stating atrial threshold was at '5.5 @ 1.5'. Additionally, the remaining longevity of the ra lp was 5 months despite having been implanted in (B)(6) 2025, indicating there was rapid battery loss exhibited by the ra lp. The right ventricular leadless pacemaker (rv lp) was explanted on (B)(6) 2025 as well with a claim that it reached eri, however, it was only implanted in (B)(6) 2025, and the remaining longevity was 15.3 years. Further information was requested but not received.

Manufacturer narrative:
The device was returned with no complaint associated to it. Visual inspection of the device found the helix to be within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated premature battery depletion was not alleged on the ra lp. Both the ra lp and rv lp were replaced with a biventricular pacemaker system. The patient was asymptomatic and stable throughout the procedure. Furthermore, there was no alleged malfunction on the rv lp. It was explanted due to the patient requiring cardiac resynchronization therapy (crt).